Event description:
The continuous renal replacement therapy machine (crrt) had general system failure. Rn changed the pre-blood pump (pbp) bags and the replacement bags. Crrt then ran self tested and cleared. The system failure message appeared in the evening.